Event description:
Boston scientific received information that during a replacement procedure during interrogation post procedure an out of range pacing impedances measurement was noted. The values were out of range in the unipolar and bipolar configuration. When using a competitors programmer during the procedure the values appeared within normal range with a slight increase in pacing thresholds measurements. It was also noted that normal values were seen with a competitor device prior to the replacement procedure. Possible insulation damage or a connection issue was suspected. The right ventricular lead is a competitor lead. It was noted that measurements will be taken the following day. No adverse patient effects were reported. Additional information received noted that a check the following day showed normal pacing impedances in the unipolar and bipolar configuration. The same impedances were observed on a competitor pacing system analyzer (psa). It was suspected that the adjustment in pacing thresholds measurements resulted in the originally reported out of range pacing impedances. No noise was observed and the pacing thresholds measurements appeared stable. The system remains implanted.

Manufacturer narrative:
(B)(4). At this time the device remains implanted. Upon additional information this investigation will be updated.